Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n176675, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported that the patient had presented with increased pain, reduced relief, and sweating. The location of the symptoms was noted to be at the device pocket and in the feet. The patient felt that the pump was old and needed to be replaced. In the two months prior to report, right after pregnancy, her reflex sympathetic dystrophy (rsd) had gotten significantly worse. The patient thought the pump was implanted prior to 2009, but the reporter's records show the device was implanted in 2009 and 37 months remain before the elective replacement indication (eri). The physician wanted to determine what, if anything, was malfunctioning. The patient was to get x-rays on the day of report to ensure everything was intact. If nothing was seen on the x-rays, the patient would undergo dye and rotor studies. If an issue was seen, the physician would do the replacement surgery. The device system was infusing dilaudid and clonidine. About two months later, it was reported that the pump had been explanted. The patient did not want to go through any testing to determine what the issue was. The catheter had good cerebrospinal fluid flow during the replacement. Additionally, the correct amount of drug was found in the pump when it was removed. The reporter did not know if the patient had been getting improved relief since the replacement.